Manufacturer narrative:
No sample was avialable for review and testing. Medegen is currently conducting testing retention samples. A f/u report will be provided upon investigation completion. This report is being filed in good faith as f/u to user report.